Manufacturer narrative:
Additional information received indicated that the patient has a three-year history of sepsis. The source of the infection was determined to be the patient's implantable cardioverter defibrillator (ICD). The patient has been on long-term rifampicin therapy. The patient presented to the hospital on (B)(6) 2017 with dark urine and abnormal pump sounds. The patient was started on tirofiban and heparin, although, the patient's health status progressively worsened. High power and flows were observed on (B)(6) 2017. Thrombolysis was successfully performed, however, the patient developed a retroperitoneal hematoma 10 days later. The hematoma was due to the sheath used to facilitate the administration of thrombolysis. Anticoagulation was reduced and thrombus reoccurred. The pump was subsequently explanted and a berlin heart excor was implanted. The patient remains hospitalized on intermediate care due to renal failure. Of note, the patient was not therapeutic on anticoagulation. The medical team believes the event is likely related to the patient not being adequately anticoagulated. (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Analysis of the log files revealed 3 high watt alarms and a rise in power consumption to parameters outside the normal operating range; thus confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely cause of the high power event can be attributed to external factors such as thrombus formation. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Sepsis is associated with homeostatic abnormalities ranging from isolated thrombocytopenia and/or subclinical activation of blood coagulation (hypercoagulability). In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Clinical factors that may have contributed to the reported event include the patient's recent infection, changes in anticoagulant therapy, and related patient comorbidities. Though the root cause of the reported event cannot be conclusively determined; however, there are patient and pharmacological factors that may have contributed to this event. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Renal dysfunction is a known potential complication associated with all patients implanted with vad's. The instructions for use (IFU) addresses guidelines for optimal patient management. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient presented to the hospital on (B)(6) 2017 with increased plasma-free hemoglobin and lactate dehydrogenase (ldh), "black" urine, and abnormal pump sounds. (Ventricular assist device) vad flow and power were fluctuating but mainly in normal range. Controller log files were sent. Preliminary log file analysis performed on (B)(6) 2017 showed normal power consumption and no alarms logged. The patient was started on tirofiban, however, plasma-free hemoglobin and ldh continued to increase despite 24 hours of tirofiban. Renal function began to deteriorate and urine remained dark. "High watt" alarm was noted. The site changed the alarm limits, however, power was staying at approximately 6.5 watts. Log file analysis performed on (B)(6) 2017 confirmed a rise in power consumption to a peak outside of normal operating range. Further spikes in power were noted accompanied by increase in plasma-free hemoglobin, ldh, creatinine, and blood urea nitrogen level. The site initiated intraventricular tissue plasminogen activator (tpa) for 90 minutes on (B)(6) 2017 and pump parameters returned to normal. As per communication dated (B)(6) 2017, there was a slight increase in power and ldh and plasma-free hemoglobin. Log file analysis performed on (B)(6) 2017 showed power consumption within normal operation at 4.8 watts. The patient is on intravenous heparin and aspirin. The patient is currently hospitalized. Of note, this patient has not been on warfarin since 2015 due to the need for rifampicin. He had been receiving daily injections of enoxaparin. No further information was provided.